Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site # 3 (type ii bone). Primary stability and osseointegration were not achieved. The clinician states that primary stability could not be achieved. The implant was removed on (B)(6) 2012. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.